Event description:
It was reported that pump displayed repeated malfunction alarms with code 12, with no notable events occurring beforehand and multiple prior occurrences on same device. There was no adverse impact to the customer¿s blood glucose level. Customer declined to confirm backup insulin therapy, planned to attempt pump reset later, and was provided instructions by technical support to place pump in storage mode and return it within 10 days; pump was in warranty, and replacement pump with updated software was shipped, with customer advised to reprogram pump settings and reconnect continuous glucose monitor on replacement device.